Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that an ar-1938bc knotless biocomposite suturetak anchor cracked when being inserted into the bone hole. The surgery was completed using a replacement ar-1938bc knotless biocomposite suturetak anchor. No adverse effects were reported. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information received on 8/19/2025: the broken fragments were not removed. The case did not experience a delayed, and additional anesthesia was not needed. Additional information was received on 08/22/2025: all fragments were retrieved from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.